Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure. The procedure was completed as planned, after a delay, by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on the flexvision monitor. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the azurion system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that there was no image displayed on the live monitor. No harm to user or patient was reported. Philips has started an investigation of this complaint.